Manufacturer narrative:
(B)(4).

Event description:
It was reported that a trial experienced decreased response from the test stimulation following a fall where they "possibly" pulled on her external cable. Several reprogramming changes were made on (B)(6) 2011 without positive results. A lead revision was then performed on (B)(6) 2011 where the lead was placed on the patient's left side. The patient recovered without sequelae.